Event description:
Blisters [blister] case description: this is a spontaneous report from a non- clinical- (B)(6)from a contactable consumer. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced blisters on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. No follow up attempts possible. No further information expected. Company clinical evaluation comment based on the information provided, the event blisters as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event blisters as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.